Event description:
The report we received from our affiliate indicated that during a pta to the left subclavian vein, which was calcified and tortuous, the balloon ruptured at four atmospheres. There was no report of any adverse consequence to the patient. Another balloon catheter was used to complete the procedure. As per the reporting affiliate, no additional patient or procedural information is available.

Manufacturer narrative:
During a percutaneous transluminal angioplasty to the left subclavian vein the balloon was reported to have ruptured below rated burst pressure. The vessel was described as calcified and tortuous. There was no reported patient injury. Manufacturing records for the lot involved, including subassemblies, were reviewed and results indicate that product met quality requirements for product acceptance. The balloon burst pressure tests were found to be pass. With the information available and without the return of the product it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact.